Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. Distributor information: (B)(6). Investigation summary: the complaint of cracks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint

Event description:
Event occurred on an unspecified date regarding a tego connector where they reported that the device broke while trying to remove it from patient. There was patient involvement but no injuries or adverse event.